Event description:
It is reported that the pt is experiencing health problems, possible allergies.

Manufacturer narrative:
No device or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. Review of the primary notes confirms that the pt underwent a bilateral total knee arthroplasty. The investigation in this complaint is related to the right knee. The right knee arthroplasty was completed first. It was reported that the surgeon was happy with the motion of the trial components and final components. The left knee was completed with the identical procedure. Post-operative physical therapy notes indicated that the pt's mobility was improving. It was also reported that the pt had no known allergies at the time of discharge. Product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.